Event description:
It was reported that the device was used during a laparoscopic procedure. When the device was fired on the 3rd and 4th reload the staples formed on the pt side but not on the specimen side. The knife cut through normal. There was no pt consequence. Another device was used to complete the case.